Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of u/d knob is out of the standard value, adhesive on the bending section cover had a chip, crack, and white clouded area, air/water cylinder had corrosion, adhesive around the objective lens was peeled, control unit had discoloration, the universal cord, objective lens, c-cover, and connecting tube had a scratch, adhesives around the light guide lens had a white-clouded area, and due to a scratch on the objective lens, the image had dark area partially. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) clinic .

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had angulation malfunction. It is unknown when this issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water cylinder had foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.